Event description:
The customer reported experiencing a high blood glucose of 600 mg/dl, which she treated with manual injection. The customer expressed the symptoms of high blood glucose including breathing problems, lethargy, vomiting and stomach cramps, and stated her skin was hurting. The customer's insulin pump had a motor error at the time, so no troubleshooting could be performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch # 3004209178-2014-90809.